Manufacturer narrative:
(B)(4). The customer is not returning the device. Customers were advised end of production for the nbp40 was december 31, 2005 and end of service was december 31, 2010. Complaint trends will continue to be monitored.

Event description:
The display of the npb40 pulse oximeter was missing segments during power on self test (post). There was no patient involved.